Event description:
Hill-rom technician found that the brake casters did not hold in the brake mode. The casters were out of adjustment. He adjusted the brake casters and the brakes functioned properly. The stretcher was found out for service in the emergency room hallway and there were no alleged injuries.